Event description:
Fourteen months post endometrial ablation she is experiencing extreme pelvic pain. Ultrasound shows two large fluid filled sacs with one hematometra in the uterus and one hematometra in the fallopian tube. She has been given the option of either undergoing a hysterectomy or removal of the fallopian tube and draining the hematometra.